Event description:
It was reported that this pacemaker exhibited fretting, so a new non boston scientific right atrial (ra) lead was implanted and the previously implanted ra and right ventricular (rv) lead were capped. Technical services (ts) was consulted and available measurements were within range. There were concerns of fretting particles damaging the lead, with ts clarifying that measurements were better in the newly implanted ra lead. Ts advised the root cause for the observed issues was most likely the spring contacts of the pacemaker. Additionally this pacemaker exhibited sensing of its ra lead on its right ventricular (rv) channel despite it been plugged. Ts was consulted and advised turning the rv sensing off. At a later date, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited fretting, so a new non boston scientific right atrial (ra) lead was implanted and the previously implanted ra and right ventricular (rv) lead were capped. Technical services (ts) was consulted and available measurements were within range. There were concerns of fretting particles damaging the lead, with ts clarifying that measurements were better in the newly implanted ra lead. Ts advised the root cause for the observed issues was most likely the spring contacts of the pacemaker. Additionally this pacemaker exhibited sensing of its ra lead on its right ventricular (rv) channel despite it been plugged. Ts was consulted and advised turning the rv sensing off. At a later date, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device has been returned and analyzed.